Manufacturer narrative:
(B)(4)

Event description:
This device had migrated and the implanting physician elected to replace the device for extended battery life and to avoid doing additional procedures in order to lower risk of infection. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and visually inspected. The device was normal and expected, there was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.